Event description:
Defibrillator wires became frayed while driving on the interstate. The defibrillator gave pt a shock and two days later they saw the dr who sent pt to the ER. The surgeon capped the medtronic wires off. Pt received new wires mfg by st jude. Dr advised that the medtronic wires were recalled by FDA.